Event description:
It was reported that the patient was being referred for prophylactic vns generator replacement because he had been experiencing an increase in seizures. Diagnostics were normal with all checks ok as per the physician. The physician indicated that she felt the patient's battery was almost out of life and the patient would benefit from replacement. Clinic notes were received dated (B)(4) 2011 that indicated that the number of seizures the patient has experienced since the previous visit is "lots." The patient is noted as normally experiencing complex partial seizures with secondary generalization as well as tonic clonics. The vns was noted as reducing the patient's seizure frequency by 0-25%. The physician stated in this note that she increased the frequency that the vns fires to combat the increase in seizures. Surgery to replace the patient's vns generator has occurred. The explanted vns generator has been returned and is currently undergoing analysis. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received indicating that the seizures are believed to be related to the battery depletion and no medication changes or external factors are believed to have contributed to the seizures. The relationship of the increased seizure frequency to the pre-vns baseline frequency is unknown. Diagnostics taken on (B)(6) 2011 were normal as per the physician. Analysis of the patient's generator has been completed. The generator performed to specifications and no anomalies were found.